Event description:
A malfunction alarm was reported with a code of malf 12. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided assistance by giving pump reset information and helped the customer reset the pump.